Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device morphology misdiagnosed the patient¿s rhythm, resulting in inappropriate defibrillation therapy. The device morphology parameters were reprogrammed to resolve the issue. The patient was in stable condition.